Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h6 "component code" of the initial report, "919 -processor" is being corrected to "841- imager". A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. However, the subject event was confirmed at the facility. Based on the results of the investigation, it is likely the event occurred due to the user's handling of the device. Replacement of the water filter had been implemented once in two years by the user, although the user had acknowledged that the frequency of replacing the water filter is at least once in two months, which was recommended in instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions for oer-6, operation manual, chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿ describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope was reprocessed incorrectly. Water filters were being replaced once every two years; however, it was instructed to replace the filters once every two months. Despite this instruction, the user facility staff continued to use the water filters improperly. The issue occurred during reprocessing, and the intended procedure was completed using the same device. There were no reports of patient harm.